Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was unknown. Customer cannot recall the cause of the issue. Customer was using (B)(6) aaa. Customer used new battery, but the display did not return. Customer will receive new battery cap. The insulin pump not working. Insulin pump will not be returning for analysis.